Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va01pdf, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that she was not peeing like she should. She checked the device and got the doctor with the power on reset (por). The patient had recent medical exposure, she went to the emergency room for an upper respiratory infection on (B)(6) 2015 and she had an x-ray done. The patient had a warning por. The patient inquired about the longevity of the battery. Additional information from the consumer reported poor communication on the programmer. The antenna was used and confirmed secure and synched with the implantable neurostimulator but it did not resolve the issue. It occurred 3 or 4 days prior to the report ((B)(6) 2015). There was no telemetry with or without the antenna. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.